Event description:
It was reported that catheter entrapment occurred. A 4.0 x 40, 135cm mustang balloon catheter was advanced for use. However, during the procedure, a non-bsc guidewire was stuck in the balloon. The device was removed with the guidewire and the procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient was fine.